Manufacturer narrative:
The device was returned and the evaluation found the following: due to damage on charging coupled device (ccd) unit, foggy image occurs; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; due to clogging of nozzle, water removal ability does not meet the standard value; distal end cover has a scratch; connecting tube has a scratch; scope connector cover unit has a scratch; connector; protector of universal cord on scope connector side has a scratch; universal cord has a scratch; flexibility adjustment ring has a scratch; grip has a scratch; connecting tube has a scratch; connecting tube has a scratch; switch box has a scratch; forceps elevator knob has a scratch; upwards/downwards knob has a scratch; right/left knob has a scratch; control unit has discoloration; control unit has a scratch; due to clogging of nozzle, water removal ability does not meet the standard value; and adhesive on bending section cover or distal sheath rubber has a chip. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a foreign matter in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "abnormal image (cloudy image)" was presumed to have been foreign matter that adhered to the nozzle, and was further presumed to have been due to the air supply or water supply, or that there was insufficient pre-cleaning, rinsing, or drying. The suggested phenomenon of "foreign material in the nozzle" was confirmed, but could not be further specified. As there was no definitive confirmation of deviation from the instructions for use, a further root cause could not be presumed. The inspection method for the suggested event was described in the reprocessing manual, chapter 5 section 5 ¿manually cleaning the endoscope and accessories clean the external surface¿. Olympus will continue to monitor field performance for this device.